Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The manufacturing date of the meter is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 50 mg/dl and 350 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Per xceed¿s user¿s manual, the useful life of the meter is four years. Meter xcf118-b258 was manufactured before 2010 and had exceeded its useful life. Therefore, no further investigation activities are required the DHR for the precision strips was reviewed, and the DHR showed the precision strips passed all tests before release. Retain testing was performed for the precision strips, and the result was within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 50 mg/dl and 350 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.